Event description:
A customer contacted baxter's technical service center regarding a system error (se) and during a review of the alarm log a se 2240 (air in line) alarm was found to have occurred on the homechoice (hc) unit. The technical service representative (tsr) explained the alarm. There were no leaks, no unused lines open and the home patient (hp) did not disconnect during therapy. The tsr assisted to retrieve the cassette and advised the hp to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that the system error 2240 was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.